Event description:
During the placement of a greenfield filter in the vena cava, the filter prematurely deployed out of the carrying capsule. The even took place outside of th ept. The procedure was completed with another of the same device.